Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; there is battery leakage residue inside the battery compartment. There is no evidence of corrosion to the battery contacts observed. However; the alarm powers up and passed all functional tests on all three attempts. The customer's batteries were rec'd and have evidence of leakage. Note: instruction for use state: always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damge the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported the unit will not power on. The customer also reported that they replaced the batteries with a new supply and there is corrosion in the battery compartment. This was discovered during set up prior to being out into use with a pt. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.